Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level, motor error alarm and insulin pump was vibrated. Customer¿s blood glucose level was 458 mg/dl at the time of incident and 485 mg/dl at the time of call. The customer provide details on symptoms related to the high blood glucose level episodes such as nausea and vomiting. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the drive support cap was normal. Troubleshooting was declined for high blood glucose level. The device will not be returned for analysis.